Event description:
It was reported by the rep that the (2) ems were used during a laparoscopic hernia procedure. It was reported that the first ems from a fdh34 kit misfired during the procedure. A second device was pulled and it also misfired. A third device was pulled was pulled to complete the case with no pt consequence.